Manufacturer narrative:
The pod was received deployed with an expected number of pulses in the priming sequence. No damages or defects that would contribute to a needle mechanism failure were observed. The needle mechanism was reset and was observed to deploy as intended upon manual rotation of the ratchet gear. Although no damages were observed, the exact timing of deployment could not be determined. The cause of the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was observed to be stretched out of specification. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported the needle looked long when the pod was removed. The pod was worn less than 1 hour.